Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a few weeks prior to the call, the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 300 mg/dl. Customer stated that she had been treating with manual injections since the error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.